Event description:
As the surgeon was inserting a screw into patient¿s right s1 pedicle, the tip of the expedium quick connect polyaxial screwdriver sheared off into the screw head. The screw was determined to be in good position and was left implanted with the broken tip within the screw head. The broken tip was covered and secured in place with a rod and set screw. There were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Device manufacture dates: sept 26, 2008, oct 31, 2008, nov 11, 2008, nov 13, 2008, nov 18, 2008. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual verification of the returned expedium quick connect polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part as it remained implanted in the patient¿s body. Results of scanning electron microscopy analysis show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history found no issues were identified during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. Further review will be performed and complaint trends will continue to be monitored as part of post market surveillance activities. Although the root cause of the screwdriver tip becoming broken cannot positively be determined, the fracture analysis results showed evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of this instrument.